Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during onsite visit clinician reported a "couple times a secondary infusion did not infuse" this was generalized feedback. There is no further information, no reported patient harm and there is no pump available for investigation.